Event description:
The product received was damaged in transit.

Manufacturer narrative:
Technical eval: the device had multiple flat spots on the mid and distal regions of the catheter. Conclusion: the device was visually inspected under a microscope and it was clear that the device damage was caused during transit to and from penumbra. The device box has been severely damaged. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95 cm x 6 cm) shaped tip, lot number l13799. The DHR review of final assembly (lot# l13799) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The lot was sorted for damaged tip during packaging per (B)(4) and (B)(4) units were rejected per (B)(4) disposition. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.